Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm software error detected. Customer's blood glucose at time of incident was 4.9mmol/l. The customer was advised that 1st occurrence the pump will need to be return. The customer was advised to revert to a backup plan. The customer was advised the pump need to be replaced.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The formatted history file confirmed the pump error 53 line number 64 and file ID 4024. Unable to determine the root cause. The pump was received with a scratched case, keypad overlay texture damage, a pillowing keypad overlay, and minor scratches on the lcd window.